Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer is receiving a "flow block" alarm on their 8100 while performing preventative maintenance. Failure device type: failure problem type: failure mode: case resolution: when performing the patient side occlusion test a flow block alarm is observed. I walked the customer through placing the 8015 into external communications, and then connecting to systems maintenance. Fault cleared and preventative maintenance was performed. Ended call. Ref: (B)(4)